Manufacturer narrative:
Other contact person number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. Event site email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during operation connected to the patient the cs300 intra-aortic balloon pump (iabp) had screen flickering (which does not appear when turned on not in function). There was no patient harm or injury reported.